Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and oversensing which resulted in pacing inhibition. The patient experienced less than two seconds of asystole. In addition, high out of range pacing impedances were overserved, measuring greater than 2000 ohms. Surgical intervention was performed. The rv lead was successfully surgically replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed as the conclusion code is being updated.